Event description:
It was reported that during a coronary angioplasty treatment procedure, stent damage occurred. This 3.00x20mm promus element stent delivery system (sds) was selected and was advanced to the lesion; however, the stent was unable to cross through the lumen of the valve. The stent remained fixed in the valve connection with the injection system causing the device to become deformed and unusable for the intended use. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary angioplasty treatment procedure, stent damage occurred. This 3.00x20mm promus element stent delivery system (sds) was selected and was advanced to the lesion; however, the stent was unable to cross through the lumen of the valve. The stent remained fixed in the valve connection with the injection system causing the device to become deformed and unusable for the intended use. The procedure was completed with another of the same device. No patient complications were reported and the patient' status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent was centered between the markerbands on the tightly folded balloon. There were multiple rows of stent struts stretched and flared. The distal tip of the sds was damaged. Magnified inspection presented no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).